Event description:
Customer states unit locked up. Customer rebooted unit and completed procedure with out injury to pt.

Manufacturer narrative:
The ge service rep booted unit and verified unit fluoro applications. Verified workstation communication error in event log. Ffb and gib node drop out. Checked and verified interconnect cable pins and node wires ok. Rebuilt all nodes and verified unit operation. Unit fully functional and operating as intended.